Event description:
It was reported that there was solid particle of debris anomaly inside the reservoir after filling it with insulin. Customer stated had high blood glucose when the issue occurred. Customer stated that the issue was resolved with a complete set and reservoir change. Advised customer the reservoir would be replaced. No further information provided.

Manufacturer narrative:
Evaluated three random sealed reservoirs performed a visual inspection and found fluid mentioned by customer is the silicone applied during manufacturing. All reservoirs passed per inspection due to found reservoirs with proper fluid, during test. Evaluated one opened/used reservoir; performed visual inspection and did not find any debris inside reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.